Event description:
The reported stated that the tubing closest to the patient on the sampling port became disconnected during a heart case. Since the set was under the drape, the patient lost approximately a unit of blood before the issue was discovered. The set is discarded. There was no patient injury as a result of this incident.